Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Additional products: outflow graft serial or lot#: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: (B)(6) and the associated outflow graft (lot no. 17456866-1295) were not returned for evaluation. A review of the device history records was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis could not be performed since log files were not available for analysis. As a result, the reported low flow and occlusion events could not be confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, thrombus, pain and right ventricular failure are known potential complications associated with the implantation of a vad. Based on review of past adverse events, it was noted that the patient had a history of right ventricular failure. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history of congestive heart failure and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological, and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿outflow graft d4: model #: 1125/ catalog #: 1125/ expiration date: unk / serial : (B)(6) d9: no h3: no h4: mfg date: unk h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient had a cough, blood tinged sputum, dizziness and progressive shortness of breath and was admitted to the hospital. Two days prior the patient had presented to a different hospital and tested negative for covid and sent home. A chest x-ray showed vascular congestion. The patient had hypervolemia with abdominal pain and bloating and dampened vad flows and low flow alarms. The patient was started on intravenous (IV) diuretics. A computerized tomography angiogram (cta) showed outflow graft (ofg) narrowing of 95% in the distal portion of the graft closer to the aorta anastomosis. The patient went to the cath lab for stenting and was noted to have right ventricular (rv) dysfunction treated with IV vasopressor and diuretic drip. The patient reported an immediate improvement in shortness of breath and abdominal fullness. The patient was given fresh frozen plasma to remove sheaths post stenting due to international normalized ratio (inr) being elevated. Heparin drip was started after to bridge inr. After being weaned off vasoactive drip for rv dysfunction, the patient was hypotensive, dizzy, had nausea and vomited. The patient was placed back on IV vasopressors. The patient slowly felt better and was discharged to home with subcutaneous injections to bridge inr. The vad and ofg remain in use. No further patient complications have been reported as a result of this event.